Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), arthralgia ("hip pain"), depression ("depression") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, rash, arthralgia, depression and pain outcome was unknown. The reporter considered arthralgia, depression, device dislocation, genital haemorrhage, pain and rash to be related to essure. The reporter commented: she need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("breakage of essure device"), device dislocation ("migration of implant"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection. Concurrent conditions included neck injury, headache, hypoaesthesia, skin discolouration, carpal tunnel syndrome, insomnia, breast discharge, breast lump, hot flashes, night sweats, anxiety, libido decreased, dyspareunia, nocturia, vaginal itching, sexual dysfunction, leg cramps, diabetes mellitus, vaginal candidiasis, pap smear abnormal, contraception, coughing, premenopause and fever. Concomitant products included amitriptyline, fluoxetine, medroxyprogesterone (depo provera), pantoprazole and vicodin (norco) since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), nausea ("nausea") and weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2015, the patient experienced rash ("skin rashes/rashes or skin conditions type: groin rash") and psoriasis ("psoriasis"). In (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced contrast media allergy ("allergic or hypersensitivity reaction type: reaction to cortisone contrast dye") and iodine allergy ("iodine infection"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/wrist"), vulvovaginal candidiasis ("(bladder/urinary tract/vaginal) type: vaginal candidiasis"), balance disorder ("neurological conditions or problems: balance"), dizziness ("dizziness"), dysarthria ("slurred speech"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision/, eye switching"), fatigue ("fatigue"), alopecia ("hair loss"), cervix disorder ("cervix and uterus"), back pain ("law back pain/mid back pain"), neck pain ("neck pain"), musculoskeletal pain ("pain- right shoulder"), pain in extremity ("hands/arms /leg /feet") and chest pain ("chest pain"). The patient was treated with surgery (she had surgery to remove the essure implant/ hysterectomy,salpingectomy (bilateral removal of fallo) and surgery (she had surgery to remove the essure implant/ hysterectomy,salpingectomy (bilateral removal of fallo). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, device dislocation, pelvic infection, genital haemorrhage, rash, arthralgia, depression, pain, contrast media allergy, iodine allergy, vulvovaginal candidiasis, female sexual dysfunction, psoriasis, nausea, balance disorder, dizziness, dysarthria, allergy to metals, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, cervix disorder, neck pain, musculoskeletal pain, pain in extremity and chest pain outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, balance disorder, cervix disorder, chest pain, contrast media allergy, depression, device breakage, device dislocation, dizziness, dysarthria, fatigue, female sexual dysfunction, genital haemorrhage, iodine allergy, musculoskeletal pain, nausea, neck pain, pain, pain in extremity, pelvic infection, psoriasis, rash, uterine perforation, vaginal discharge, vision blurred, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she need for additional surgery. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; arms, mid back pain, psoriasis, fatigue, back pain, joint pain, neck pain, pain, shoulder pain, depression, vaginal discharge, chronic back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("breakage of essure device"), device dislocation ("migration of implant"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection. Concurrent conditions included neck injury, headache, hypoaesthesia, skin discolouration, carpal tunnel syndrome, insomnia, breast discharge, breast lump, hot flashes, night sweats, anxiety, libido decreased, dyspareunia, nocturia, vaginal itching, sexual dysfunction, leg cramps, diabetes mellitus, vaginal candidiasis, pap smear abnormal, contraception, coughing, premenopause and fever. Concomitant products included amitriptyline, fluoxetine, medroxyprogesterone (depo provera), pantoprazole and vicodin (norco) since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), nausea ("nausea") and weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2015, the patient experienced rash ("skin rashes/rashes or skin conditions type: groin rash") and psoriasis ("psoriasis"). In (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced contrast media allergy ("allergic or hypersensitivity reaction type: reaction to cortisone contrast dye") and iodine allergy ("iodine infection"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/wrist"), vulvovaginal candidiasis ("(bladder/urinary tract/vaginal) type: vaginal candidiasis"), balance disorder ("neurological conditions or problems: balance"), dizziness ("dizziness"), dysarthria ("slurred speech"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision/, eye switching"), fatigue ("fatigue"), alopecia ("hair loss"), cervix disorder ("cervix and uterus"), back pain ("law back pain/mid back pain"), neck pain ("neck pain"), musculoskeletal pain ("pain- right shoulder"), pain in extremity ("hands/arms /leg /feet") and chest pain ("chest pain"). The patient was treated with surgery (she had surgery to remove the essure implant/ hysterectomy,salpingectomy (bilateral removal of fallo). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, device dislocation, pelvic infection, genital haemorrhage, rash, arthralgia, depression, pain, contrast media allergy, iodine allergy, vulvovaginal candidiasis, female sexual dysfunction, psoriasis, nausea, balance disorder, dizziness, dysarthria, allergy to metals, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, cervix disorder, neck pain, musculoskeletal pain, pain in extremity and chest pain outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, balance disorder, cervix disorder, chest pain, contrast media allergy, depression, device breakage, device dislocation, dizziness, dysarthria, fatigue, female sexual dysfunction, genital haemorrhage, iodine allergy, musculoskeletal pain, nausea, neck pain, pain, pain in extremity, pelvic infection, psoriasis, rash, uterine perforation, vaginal discharge, vision blurred, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she need for additional surgery. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; arms, mid back pain, psoriasis, fatigue, back pain, joint pain, neck pain, pain, shoulder pain, depression, vaginal discharge, chronic back pain. Most recent follow-up information incorporated above includes: on 24-sep-2018: correction following company internal review: as per information mention in lab data new event "breakage of essure device" is added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("breakage of essure device"), device dislocation ("migration of implant"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included yeast infection, obesity, psoriasis, cervical cancer, degenerative disc disease and nocturnal leg muscle cramps. Concurrent conditions included neck injury, headache, hypoaesthesia, skin discolouration, carpal tunnel syndrome, insomnia, breast discharge, breast lump, hot flashes, night sweats, anxiety, libido decreased, dyspareunia, nocturia, vaginal itching, sexual dysfunction, leg cramps, diabetes mellitus, vaginal candidiasis, pap smear abnormal, contraception, coughing, premenopause and fever. Concomitant products included amitriptyline, clobetasol, cyclobenzaprine, fluoxetine, hydrocodone bitartrate;paracetamol (norco) since 2015, medroxyprogesterone acetate (depo provera) and pantoprazole. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pain ("pain") and vaginal discharge ("vaginal discharge"). In march 2015, the patient experienced depression ("psychological or psychiatric problems condition: severe depression") and nausea ("nausea") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In june 2015, the patient experienced rash ("skin rashes/rashes or skin conditions type: groin rash"), vulvovaginal candidiasis ("(bladder/urinary tract/vaginal) type: vaginal candidiasis") and psoriasis ("psoriasis"). In february 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: reaction to cortisone contrast dye") and iodine allergy ("iodine infection"). In june 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In november 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/wrist"), balance disorder ("neurological conditions or problems: balance"), dizziness ("dizziness"), dysarthria ("slurred speech"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision/, eye switching"), fatigue ("fatigue"), alopecia ("hair loss"), uterine disorder ("cervix and uterus"), back pain ("law back pain/mid back pain"), neck pain ("neck pain"), musculoskeletal pain ("pain- right shoulder"), pain in extremity ("hands/arms /leg /feet"), chest pain ("chest pain") and eye movement disorder ("vision/eye problems type: eye twitching"). The patient was treated with surgery (she had surgery to remove the essure implant/ hysterectomy,salpingectomy (bilateral removal of fallo). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, device breakage, device dislocation, pelvic infection, genital haemorrhage, rash, arthralgia, depression, pain, drug hypersensitivity, iodine allergy, female sexual dysfunction, psoriasis, nausea, allergy to metals, vaginal discharge, weight increased, alopecia, uterine disorder, neck pain, musculoskeletal pain, pain in extremity, chest pain and eye movement disorder outcome was unknown, the vulvovaginal candidiasis, balance disorder, dizziness, dysarthria, vision blurred and fatigue was resolving and the back pain had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, balance disorder, chest pain, depression, device breakage, device dislocation, dizziness, drug hypersensitivity, dysarthria, eye movement disorder, fatigue, female sexual dysfunction, genital haemorrhage, iodine allergy, musculoskeletal pain, nausea, neck pain, pain, pain in extremity, pelvic infection, psoriasis, rash, uterine disorder, uterine perforation, vaginal discharge, vision blurred, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight: 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Computerised tomogram pelvis - on (B)(6)2016: appears intact on the left, appears fractured on the right and appears to be abutting bowel loop anteriorly.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; arms, mid back pain, psoriasis, fatigue, back pain, joint pain, neck pain, pain, shoulder pain, depression, vaginal discharge, chronic back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received event " she did not undergo essure confirmation test, eye twitching " was added. Concomitant drug and condition were added. Outcome of event " infections, fatigue, vision and neurological issue was updated as recovering. Patient demographics was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection. Concurrent conditions included neck injury, headache, hypoaesthesia, skin discolouration, carpal tunnel syndrome, insomnia, breast discharge, breast lump, hot flashes, night sweats, anxiety, libido decreased, dyspareunia, nocturia, vaginal itching, sexual dysfunction, leg cramps, diabetes mellitus, vaginal candidiasis, pap smear abnormal, contraception, coughing, premenopause and fever. Concomitant products included amitriptyline, fluoxetine, medroxyprogesterone (depo provera), pantoprazole and vicodin (norco) since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), nausea ("nausea") and weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2015, the patient experienced rash ("skin rashes/rashes or skin conditions type: groin rash") and psoriasis ("psoriasis"). In (B)(6) 2016, the patient experienced pelvic infection ("infection (other) describe: pelvic"). On (B)(6) 2016, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: reaction to cortisone contrast dye") and iodine allergy ("iodine infection"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/wrist"), vulvovaginal candidiasis ("(bladder/urinary tract/vaginal) type: vaginal candidiasis"), balance disorder ("neurological conditions or problems: balance"), dizziness ("dizziness"), dysarthria ("slurred speech"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision/, eye switching"), fatigue ("fatigue"), alopecia ("hair loss"), uterine inflammation ("cervix and uterus"), back pain ("law back pain/mid back pain"), neck pain ("neck pain"), musculoskeletal pain ("right shoulder"), pain in extremity ("hands/arms /leg /feet") and chest pain ("chest pain"). The patient was treated with surgery (she had surgery to remove the essure implant/ hysterectomy,salpingectomy (bilateral removal of fallo). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, rash, arthralgia, depression, pain, drug hypersensitivity, iodine allergy, vulvovaginal candidiasis, female sexual dysfunction, pelvic infection, psoriasis, nausea, balance disorder, dizziness, dysarthria, allergy to metals, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, uterine inflammation, neck pain, musculoskeletal pain, pain in extremity and chest pain outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, balance disorder, chest pain, depression, device dislocation, dizziness, drug hypersensitivity, dysarthria, fatigue, female sexual dysfunction, genital haemorrhage, iodine allergy, musculoskeletal pain, nausea, neck pain, pain, pain in extremity, pelvic infection, psoriasis, rash, uterine inflammation, uterine perforation, vaginal discharge, vision blurred, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she need for additional surgery ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; arms, mid back pain, psoriasis, fatigue, back pain, joint pain, neck pain, pain, shoulder pain, depression, vaginal discharge, chronic back pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs + mr received. Her demographic was added. Lot no added. Concomitant medication added. Following event: perforation (uterus), allergic or hypersensitivity reaction type: reaction to cortisone contrast dye, iodine infection, (bladder/urinary tract/vaginal) type: vaginal candidiasis, apareunia (inability to have sexual intercourse), infection (other) describe: pelvic, psoriasis, nausea, neurological conditions or problems: balance, dizziness, slurred speech, nickel allergy, vaginal discharge, blurred vision/switching, eye switching, fatigue, weight gain/loss (specify which one)weight gain, hair loss, cervix and uterus, law back pain/mid back pain, neck pain, right shoulder, hands/arms /leg /feet, chest pain. On (B)(6) 2018: pfs received. Concomitant medication added. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.